Manufacturer narrative:
H4: the lot was manufactured from july 01, 2022 - july 03, 2022. H10: the actual device was not available; however, two (2) photographs of the samples were provided for evaluation. The photographs were visually inspected and a single white polymeric appearing elongated particle possibly of fill port material (abs) was evident in fluid path of sample 1 and an unknown dark flake-like particle was observed inside fluid path of sample 2. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags had a small strand-like particle. One (1) bag had a filament-like particle and one (1) bag had a dark small particle. This was identified during visual inspection of the finished product. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter last name: (B)(6). Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.